Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and scratches on the display window during visual inspection. The insulin pump passed the priming, displacement and basic occlusion tests. The motor position encoder error alarm was unable to be confirmed in the alarm history due to overwritten history files. The insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose, motor position encoder error alarm, cosmetic damage and motor error alarm on the insulin pump. Customer's blood glucose reading was 43 mg/dl. Customer treated their low blood glucose levels with orange juice. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised the reservoir compartment was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.